Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has a lump on the back of her neck which is tender and red. The patient is also running a fever, has body aches and chills with pain running down her arms. The patient is working with her physician to determine the next course of action.